Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned data acquisition board shows that the data acquisition pcba was tested and no failures were identified.